Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's pacemaker was found to have post-sensed t-wave over-sensing, resulting in false high ventricular rate episodes. Corrective programming changes were recommended but not performed or scheduled to be performed. No patient consequences were reported.